Event description:
It was reported that the patient underwent a total ankle replacement. Patient suffered a medial mal fracture (unknown cause) which promoted the tibial subsidence. Allegedly, the patient may need to undergo a revision surgery due to tibial subsidence. It was noted that the physician would default to standard inbone unless additional metal from invision tibia is needed. Talus should remain as an inbone talus with minimal additional bone resected.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below; ¿the tibia shows some smaller cysts and the clear visible fracture of the medial malleolus. A clear subsidence is visible ventral but not too much medial, although some medial migration proximally has to be assumed as a result of the slight dislocated fracture. The pe is not clearly visible, a medial migration is possible, but there are no clear signs of breakage or migration. The talar component also has some radiolucence and it also has some cysts, but there are some artefacts around it. Some loosening is possible, here, explaining the surgeons approach of revising both the tibia and talus.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cysts and cavities around both tibial and talus components. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery due to tibial subsidence. It was noted that the physician would default to standard inbone unless additional metal from invision tibia is needed. Talus should remain as an inbone talus with minimal additional bone resected.